Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported a pocket revision occurred because the patient had pain at the pocket. It was noted the patient just had the implantable neurostimulator (ins) moved from one side of the body to the other due to pain at the pocket site. The revision occurred on (B)(6) 2016 and it was unknown when the pain started. The pain was resolved and the patient was doing fine. The rep had no other information.